Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut between the distribution node and ECG "c," and the ECG "a&b" cable was cut between the distribution node and ECG "b," damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.